Event description:
The rptr indicated that the pt experienced a rapid narrow complex tachycardia on the telemetry. The rate is 190-200 ppm. No pacer spikes were observed, rhythm is regular, and complexes are narrow. When the magnet was applied, the rapid rate terminated, and when it was removed, the rate increased. The pt was brought in for an ep study which was negative for any inducible arrhythmia.